Event description:
It was reported that there were four (4) potential patients directly impacted by one suspected medical device. The patients underwent procedures involving the same individual suspected medical device between (B)(6) 2024. The patient referenced in this report was admitted to hospital on (B)(6) 2024 for choledocholithiasis and symptoms consistent with a urinary tract infection (uti). The patient had a recent uti with klebsiella pneumoniae on (B)(6) 2024. The patient's urine culture on (B)(6) 2024 was positive for enterobacter cloacae complex. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure with suspected medical device for stone removal on (B)(6) 2024. The patient also underwent a laparoscopic cholecystectomy on (B)(6) 2024 and was discharged home on (B)(6) 2024. The patient presented to urgent care on (b)(60 2024 with uti symptoms and the patient's urine cultured carbapenem resistant e. Coli (cp-cre). On (B)(6) 2024, ercp procedure involving suspected medical device was identified as possible link between multiple cp-cre infections. On august 21, 2024, suspected medical device was examined by borescope during facility investigation. Borescope revealed a small tear within the inner sheath of the device. It is unknown when the tear appeared on the scope, what caused it, and whether it was present for ercp procedures involving affected patients. The customer reiterated that the device had an inner sheath tear, which the customer was not aware of, and they used the scope on several patients. The customer further stated that the device might have caused a cross contamination between patients. Reportedly, the device has been in quarantine in a secure location. The customer confirmed that the device passed the leak test prior to procedures being done.

Manufacturer narrative:
An endoscopic support specialist provided a reprocessing in-service at the user facility, which included all cleaning, leak testing, high level disinfection, delayed reprocessing and storage using information contained in the olympus reprocessing manual. Upon further review, the subject device is used via oral route which is considered anatomically incompatible as a route for urinary tract infection. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This event was submitted by the user facility under this MDR number 1184621211-2024-0001. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The reprocessing training of the device was performed at the facility by olympus ess (endoscopic support specialist). Ess confirmed the cleaning, leak test, hld (high-level disinfection), the reprocessing during delays, and storage methods that stated in the IFU of the device. There were no deviations reported from the user's reprocessing method by ess. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared and the device was not returned, the reported event could not be confirmed and a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." This complaint is related to patient 1 (B)(6) MFR# 9610595 - 2024 - 19688 (parent report). Patient 2 (B)(6) MFR# 9610595 - 2024 - 19691. Patient 3 (B)(6) MFR# 9610595 - 2024 - 19693. Patient 4 (B)(6) MFR# 9610595 - 2024 - 19697. Olympus will continue to monitor field performance for this device.